Manufacturer narrative:
The pump was received with button error alarm and intermittent button response due to corroded keypad traces. The pump was received with scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 600mg/dl. The customer treated with manual injection. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.